Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. There were no anomalies found with the helix of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the day after the left ventricular (lv) lead implantation, the physician noticed that the position of the lead seemed to have changed, and upon checking it found that the threshold had increased and was noted as high. It was decided to reposition the lv lead and during reoperation when the lead was temporarily removed, it was pointed out that the capsule appeared to be stretched, and a new lead was implanted. It was mentioned by the physician that what appeared to be stretched was the helix/tip. However, after the operation, there was also a remark questioning whether it was actually stretched. No patient complications have been reported as a result of this event.